Event description:
The user facility reported a 63-year-old male patient needing an impella cp for mechanical circulatory support. It was reported that the patient with an intra-aortic balloon pump (iabp) continued to decompensate. The iabp was successfully swapped for an impella cp. During support, the patient decompensated requiring extracorporeal membrane oxygenation (ECMO). It was reported that the patient had a major gi bleed. Multiple units of blood were given. It was also reported that the patient required an embolectomy and amendment of an open wound in lower leg. The impella was successfully removed with no issues reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.